Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a code 1004 was observed in office during an interrogation of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A code 1004 is indicative of a short circuit condition was detected during shock delivery. This patient has an abdominal implant and this right ventricular (rv) lead was from 1995. This patient had received a shock in which the shock impedance measurement was less than 20 ohms. This shock successfully converted the arrhythmia. A previous alert for low shock lead impedance detected when attempting to deliver a shock, was observed. The ICD has attempted to charge the capacitors over the last several days without success. An automatic capacitor reformation resulted in a code 1006, which is indicative of high voltage detected on shock lead during charge. Technical services (ts) recommended urgent device replacement and rv lead intervention. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a code 1004 was observed in office during an interrogation of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A code 1004 is indicative of a short circuit condition was detected during shock delivery. This patient has an abdominal implant and this right ventricular (rv) lead was from 1995. This patient had received a shock in which the shock impedance measurement was less than 20 ohms. This shock successfully converted the arrhythmia. A previous alert for low shock lead impedance detected when attempting to deliver a shock, was observed. The ICD has attempted to charge the capacitors over the last several days without success. An automatic capacitor reformation resulted in a code 1006, which is indicative of high voltage detected on shock lead during charge. Technical services (ts) recommended urgent device replacement and rv lead intervention. At this time, this rv lead remains in service. No adverse patient effects were reported.